Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a burst liquid waste bottle a while being changed, which occurred on access 2 immunoassay analyzer. The fluid poured out of the container and the liquid waste came in contact with the user. The customer sought medical attention and was advised to be tested for the next six months to determine the risk of exposure to biohazardous material. It is unknown if medical treatment was administered.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched to inspect the unit. Fse reported the waste filter to be saturated with liquid waste. The weight sensor which is located under the unit functioned normally when tested by the fse. The customer has since replaced the sensor due to performance issue. It is unknown if the sensor failure is a result of the liquid being spilled on the sensor or due to previous unknown issues. Fse replaced the existing bottle and cap. Since the unit was serviced, no additional issues been reported.